Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient would complete therapy by draining with manual supplies and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was received for evaluation. A visual inspection was performed with no issues noted. Leak testing, clamp function test, and clear passage test were performed with no issues noted. The device was run on a lab homechoice machine with no issues. The sample analysis determined the product met all specifications. Should additional relevant information become available, a supplemental report will be submitted.